Event description:
Customer reportedly received results of 294 mg/dl and 94 mg/dl on the mobile system, while a professional meter returned as 84 mg/dl. All results were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.